Event description:
It was reported that the patients recharger (insr) was not staying charged. The patient had problems with it a couple of months ago and it was reset. The patient stated it took 16.5 hours to charge her stimulator the other day. The patient charged every other day. The connector pin was not broken. A company representative checked the recharger 2 months ago and everything looked fine. The patient had been keeping track and the recharger was not staying charged. The patient had a hard time with the stimulator turning off. It was noted that the insr would not charge past half. It was also noted that when charging the implant, the stimulator gets shut off by the insr automatically. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).